Event description:
It was reported that when patient presented to the emergency room after receiving shock. Upon review of the tachycardia episodes atrial tachycardia pacing and high voltage therapy were inappropriately delivered due to intermittent atrial undersensing. Programming changes were made. Patient was stable during and post programming changes.